Event description:
It was reported that during the pulsed field ablation to treat paroxysmal atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that after the preparation of the faradrive it was inserted into the left atrium, and air removal was performed thoroughly. However, air was aspirated continuously in the aspiration syringe. Infusion pump at 60ml/h was used for irrigation. No leak or air in patient was seen. The procedure was completed using different faradrive sheath. No patient complications occurred. The product is not expected to return as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.